Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing similar reportable events, we have found a number of cases that may relate to the issue investigated here. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use, the occurrence rate of reportable complaints is relatively low. The device was inspected by the technician and no malfunction could be found with the tenor lift, therefore the device was working to the manufacturer specification when the event took place. The tenor hoist has been designed, produced an certified to meet the requirements of the iso 10535 stability test. It has been proven that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the tenor does not become unstable. In this particular case, it was confirmed that the tenor device was not positioned in front of the chair, but caregivers tried to lower the resident with the device positioned at the side of the chair. This way the hanger bar was not positioned over the center of the chair. In such a situation to bring the patient over the side of the chair and therefore outside the center of the gravity, one of the caregivers had decided to pull the patient into place by pulling the sling. It respect to this information, it appears more likely that the person in the sling was being vehemently pulled into the desired position and the lift destabilized in the direction that was pulled. This constitutes a use error: not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the patient as leverage. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our evaluation appears to suggest a use error having occurred. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling and correct lifting procedures. When the IFU would have been followed the event would have been avoided. The post incident re-training has been already provided to the involved caregiver staff. To sum up, the device was being used at the time of the event and played a role due to a use error - causing the device to not perform to the specification. The device was up to the manufacturer specification at the time of the incident.

Event description:
Arjohuntleigh has received a customer complaint where it was indicated that at the time of positioning the patient onto a chair using the tenor patient lift , the lift tilted sideways. Following the information reported, the caregivers tried to put the resident on the chair by approaching the chair from the side instead of approaching it from the front of the chair. As a consequence of this incorrect device handling, the device was reported to lose its stability. To restore the device to a correct position, one of the attending caregivers was reported to grip the strap of the sling. As a consequence of this, she strained her wrist. There was no impact or consequence to patient.